Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon is complaining of under and over corrections following laser ablation treatment. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The root cause could not be identified conclusively. (B)(4).